Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who received unknown baclofen (2000mcg/ml, 100m cg/day) in an implantable pump for an unknown indication for use. During a refill appointment on (B)(6) 2017, the reservoir was aspirated and the drug came back discolored; "pale yellow." There was no reported discoloration or "no blood in tubing or anything like that" during the previous refill. It was reviewed that there was a possibility a trace amount of blood may have been mixed with the drug at the time of the previous refill. The hcp was also advised to follow-up with the drug manufacturer (valiant, lot val58002, expiration date april 2019). There were no reported symptoms. The hcp was weaning the patient down, as the patient wanted to get rid of the pump. There was no reported problem with therapy since the last refill. There were no complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacturer representative indicated no further actions/interventions were required to resolve the drug discoloration issue. The last refill date was reportedly in (B)(6) 2017. The refill interval varied, as the pump was being decreased. There was no information to suggest the drug was in the pump longer than the stability date (drug was in the pump from (B)(6) to (B)(6) 2017. The pump implant date was noted as (B)(6) 2012.